Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, on (B)(6) 2024 the device was placed to be used for chemotherapy and instructions for use were followed. On november 18, 2024 the nurse found the patient's PICC catheter had slipped, possibly due to the patient's activity or muscle relaxation, and immediately trimmed the catheter in a sterile environment and replaced the extension tube, increasing the number of dressing changes for the patient.